Event description:
Contamination found inside of sterile pack upon opening. Did not reach backtable. Did not come in contact with patient. Ref (B)(4). Disposable suction irrigator lot 26056fg2 exp 2/25/2028.